Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out but appeared to only adhere to the proximal end of the pebax region; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white areas on the proximal end of the pebax and the working channel sleeve braid imprint found throughout the pebax region. The complainant was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the investigation is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with ehl procedure performed on (B)(6) 2017. According to the complainant, during the ehl portion of the procedure, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device was detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.